Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for percutaneous transluminal angiography procedure to treat vascular stenosis of the superficial femoral artery. The physician inserted the catheter, and upon treatment the balloon ruptured within nominal pressure range. The procedure was able to be completed successfully using an eluvia without sequela.

Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter was selected for percutaneous transluminal angiography procedure to treat vascular stenosis of the superficial femoral artery. The physician inserted the catheter, and upon treatment the balloon ruptured within nominal pressure range. The procedure was able to be completed successfully using an eluvia without sequela.

Manufacturer narrative:
Device eval by manufacturer: this ranger paclitaxel-coated pta balloon catheter was received for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 75mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the allegation from the field.